Event description:
The report received from the affiliate indicated that during a pta procedure, physician tried 2 of our sv5 and every time he inserted an sv5 in the introducer (cordis avanti), and during withdrawal when he pulled it out, he saw that the tip was totally destroyed. The extremity of the wire was tapered (the external part of the wire was separated from the core, the distal tip. The products appeared perfect before the procedure. The products were prepped per IFU and no anomalies were noted during prepping. The wires were removed from the dispenser by the distal floppy end but were not re-shaped by the user. "Drilling" or "jack-hammer" technique was not used to recanalize the vessel. The wire tips were not visible on fluoro throughout the procedure. There was no difficulty tracking the wires through the vessel or lesion and the doctor was surprised when he pulled out the wires. The wires behaved "normally" and the torque response was good. There was resistance/friction between the wires and other devices during insertion or during withdrawal into another device. The wires did not kink while being used and were not advanced through the struts of an existing stent. The wire tips did not repeatedly prolapse during placement or remain in a prolapsed position during treatment of the lesion. The wire tips were advanced into the distal vasculature only until the popliteal artery. The wires also did become fixed or caught at any time prior to the event and were not torqued against resistance.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This device was previously reported under report number 1016427-2011-00126 but no further reports will be forthcoming under this initial number. All additional information received will be submitted under report number 1016427-2012-00006. This is one of two devices associated with the reported event that were submitted under manufacturing numbers 1016427-2012-00005 and 1016427-2012-00006.

Manufacturer narrative:
The report received from the affiliate indicated that during a pta procedure, the physician used two sv5 wires. The wires were inserted in an avanti sheath. During withdrawal, when he pulled each wire out, he saw that the tips were totally destroyed. The extremity of the wires were tapered (the external part of the wires were separated from the core). The products appeared perfect before the procedure. The products were prepped per IFU and no anomalies were noted during prepping. The wires were removed from the dispenser by the distal floppy end but were not re-shaped by the user. 'Drilling' or 'jack-hammer' technique was not used to recannalize the vessel. The wire tips were not visible on fluoro throughout the procedure. There was no difficulty tracking the wires through the vessel or lesion and the doctor was surprised when he pulled out the wires. The wires behaved 'normally' and the torque response was good. There was resistance/friction between the wires and other devices during insertion or during withdrawal into another device. The wires did not kink while being used and were not advanced through the struts of an existing stent. The wire tips did not repeatedly prolapse during placement or remain in a prolapsed position during treatment of the lesion. The wire tips were advanced into the distal vasculature only until the popliteal artery. The wires also did become fixed or caught at any time prior to the event and were not torqued against resistance. The products were not returned. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Without the products to conduct an evaluation, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. The flexible, 'delicate' nature of the distal tip configuration requires due care in handling and use, as directed in the device instructions for use. Tip fractures have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature, and small side branches. The IFU warns to never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. In addition, if any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Based on the information available, vessel characteristics and procedural factors are most likely contributing factors. Neither the DHR review nor the information available for review suggests that the reported failures are related to the manufacturing process. Therefore no actions will be taken at this time. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 1016427-2012-00005 and 1016427-2012-00006.